Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: investigation summary. Investigation flow: damage. Visual inspection: the depth gauge for 2.0mm and 2.4mm screws (part # 319.006 lot # h363285) was received at us cq. The needle of the device is severely bent proximal to where it mates to the body. The device is missing the protection sleeve component. Due to the observed damage, the device is functionally broken. The received condition is consistent with the complaint condition thus the complaint is confirmed. Needle is bent and the device is missing the protection sleeve component manufacturing record evaluation: the received depth gauge for 2.0mm and 2.4mm screws (part # 319.006 lot # h363285) was manufactured at avalign technologies ¿ nemcomed on feb 22, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Conclusion: the overall complaint was confirmed for the received depth gauge for 2.0mm and 2.4mm screws (part # 319.006 lot # h363285) as the needle of the device was bent, and the device was missing the sleeve component. Because of the bent condition of the needle, the device was found to be functionally broken. Although no definitive root-cause can be determined, it is possible the device experienced unintended forces during use that lead to the needle bending. It¿s possible that the sleeve was misplaced during a sterilization cycle or through general material handling. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 319.006; synthes lot # h363285; supplier lot # h363285; release to warehouse date: feb 22, 2018; supplier: (B)(6); no ncr's were generate during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on an unknown date during a routine incoming inspection of a loaner set, a depth gauge was observed to be broken. There was no patient involvement. This report is for one (1) depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).